Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on 02/04/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored display. The battery compartment was found to have cracked from below the grip pad to the case seal. The keypad cover was peeling. No tactile issues were found with the buttons. Removal of keypad cover did not find any anomalies with the button contacts. Initial reporter name and address: (B)(6).